Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that they had crack near the reservoir compartment and reservoir was barely lock in place. Customer¿s blood glucose was 140mg/dl at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Device was received with cracked reservoir tube window, cracked reservoir tube lip, however test reservoir able to lock or click into place properly.